Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The rv lead exhibited high thresholds, low impedance, oversensing and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.